Event description:
Boston scientific received information that this right ventricular lead was exhibiting impedance measurements greater than 2500 ohms. The out of range measurements triggered the lead safety switch (lss) on the associated pacemaker. The patient is not pacemaker dependent and no adverse patient effects have been reported.

Manufacturer narrative:
A boston scientific technical services consultant discussed the reported clinical observations with the caller. The lead remains actively implanted and no other adverse events have been reported. This issue will be re-evaluated if additional information is received.